Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 45 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 46 reported events are included in this follow-up record. Product return status 6 devices were received. 40 devices were evaluated in the field. Event confirmation status 46 reported events were confirmed. Evaluation results 46 devices were found to be affected by excessive side load.

Event description:
This report summarizes 46 malfunction events in which the device was bent. - 42 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 45 events were reported for this quarter. Product return status: 4 devices were received. 40 devices were evaluated in the field. 1 investigation type has not yet been determined. Event confirmation status: 44 reported events were confirmed. Evaluation results: 44 devices were found to be affected by excessive side load. 45 devices were not labeled for single-use. 45 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 45 </noe> malfunction events in which the device was bent. 42 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.